Event description:
Caller reported a cgm error 42. There was no adverse impact to the customer's blood glucose level. Technical support provided information for a pump reset and guided the caller through the process. After the pump reset, no further cgm error codes were displayed, and the caller successfully started their sensor session.